Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12006. It was reported that a rotawire became fractured and remained inside the patient's body. The in-stent restenosis target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 330cm rotawire¿ and a 1.25mm rotalink¿ burr were selected for use. During the procedure, it was noted that a 1.50mm rotalink¿ burr was unable to cross the lesion. Angiography was then performed and it was confirmed that there was no detachment of the rotawire. Afterwards, a 1.25mm rotalink¿ burr was utilized. Angiography was again performed and revealed that the radiopaque marker area up to the tip of the rotawire was detached. The detached component was left unretrieved inside the patient's body and was for follow-up observation. No further patient complications were reported.